Manufacturer narrative:
The reported complaint of intermittent ua 12 (lifeband not present) error message on the autopulse platform (sn (B)(4)) was confirmed during device power on and archive data review. The life band clip detect switch was identified out of alignment. It was determined that the root cause of ua 12 was due to misaligned belt clip switch. To remedy the issue, the ap platform's belt clip switch was properly re-aligned. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. During visual inspection, damaged front enclosure and sticky clutch plate were identified. These types of physical damaged and faulty component on the ap platform can occur due to normal wear and tear. The damaged part was replaced and the sticky clutch plate was deburred. These issues identified were not related to the reported complaint. Initial functional testing could not be performed due to ua 12 (not at "home" position after power-on/restart) error message displayed upon ap platform power on. Thus, confirming the reported complaint. During archive data review, ua 12 (lifeband not present) error message was identified on the date the issue reported. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint for autopulse serial (B)(4).

Event description:
As reported, the user's autopulse platform (sn (B)(4)) intermittently displayed system error message "re-install lifeband". This error message is referred to a user advisory - ua12 (lifeband not present). The error message does clears when the lifeband was re-installed. However, after the ap platform has been off for few hours, same error message prompted when it was turned on. No patient involvement.